Event description:
A pt had their device system removed due to painful stimulation and lack of efficacy. While attempting to remove the old lead, it broke just proximal to the tines ("proximal to the most proximal radiopaque marker above the tines"). An x-ray was taken of the lead remnant that remained in the pt. The portion of the lead that was removed from the pt consisted of the lead body with about 2 cm of bare conductor wire sticking out of it. Further info was requested from the physician.

Manufacturer narrative:
(B) (4).